Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a during a patient infusion of vasopressin with spectrum iq infusion pump, the patient experienced multiple blood pressure drops. It was further reported that upstream occlusion alarms were generated despite venting the tubing and moving the clamp down, "to have more tubing above the pump". The reporter stated the spectrum pump stopped four times in "about a 30-minute period". No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.